Event description:
It was reported that the patient went to the hospital for hyperglycemia due to the blood glucose monitor being unavailable for use prior to the event. The blood glucose monitor displayed a test strip error message. In the afternoon on (B)(6) 2020, the patient felt a lot of anxiety due to not being able to test. She is not sure of the exact time she attempted to use the blood glucose monitor and when the symptoms started. The patient also felt dizzy and could not sleep that night. The patient's son transported her to the hospital at 9:30 a.m. On (B)(6) 2020 due to her symptoms. The blood glucose result was over 200 mg/dl on the hospital's meter. The patient was treated with an unknown IV and insulin shot. The patient was discharged from the hospital at 1:30 p.m. On (B)(6) 2020.